Event description:
During a coronary artery drug leuting stenting treatment procedure the shaft fractured. The target lesion was a severly tortuous, mildly calcified 80% stenosed portion of the left circumflex artery (lcx). The physician predilated the lesion with a maverick balloon. A 2.5x16mm taxus express2 drug eluting stent was advanced through an ebu guide catheter but after several insertion attempts the shaft kinked and funally broke. The procedure, was completed with another taxus stent of the same size. There were no pt complications and the pt was reported as satisfied/good. Additional information has been requested.